Event description:
It was reported that the hand piece began overheating during use. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The autopsy saw was received at the MFR for service and repair. An eval will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.